Manufacturer narrative:
End user has acquired legal counsel. The cushion has not been returned to roho for inspection per request of the end users legal counsel. The cushion is being held by the distributor.

Event description:
Distributor (B)(4) delivered a roho cushion qs1011c on june 15,2025. After delivery, the end user noticed the cushion was flat by the end of the day. A technician from the distributor inspected the cushion and determined the isoflo valve was leaking. A new cushion was issued under warranty. After the initial warranty claim was received, the end user contacted the distributor in order to report that a pre-existing pressure sore injury had reopened due to the cushion going flat. The end user claimed the pressure sore is now a stage 10 wound.